Event description:
The hospital reported that during saphenous vein harvesting procedure, the uniport plus cone tip broke off in the leg. The cone tip was surgically removed from inside the patient. No additional complications to the patient were reported.